Manufacturer narrative:
Investigation is pending. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The account noticed a pt barcode was misread in the sample loader mode when using the cd sapphire analyzer. The barcode misread, which matched to a pt previously tested in 2007. The specimen was processed again on the cd sapphire, which correctly read. No incorrect results were reported outside of the lab. No impact to pt mgmt was reported.